Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 144 mg/dl and their sensor glucose read 61 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer stated they treated their blood glucose with soda. Customer was advised of the proper insertion techniques for their sensor. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.